Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a procedure the e-sep pencil was stuck in "coag" mode and would not go off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event 1 of 8.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported that during a procedure the e-sep pencil was stuck in "coag" mode and would not go off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event 1 of 8.